Event description:
It was reported that a patient's blood glucose levels (bg) reached 330 mg/dl while wearing the pod between 1 and 4 hours on the leg. For treatment, the parent changed out the pod and gave a correction bolus.

Manufacturer narrative:
A leak test was performed on the device. Fluid leaked above the o-ring, indicating the inadequacy of this component. The inadequate o-ring reduced the fluid reaching the patient, causing a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.